Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger did not function during use despite completion of guided troubleshooting, and a replacement ilet was arranged. Symptoms included no clinical effects. Outcomes included replacement supplies and user education. Investigation included remote troubleshooting of the charging setup and confirmation that the device did not power or charge as expected. Investigation of this case revealed a charger malfunction affecting the power/charging component, with failure to charge confirmed during guided steps. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the charging hardware.